Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00843.

Event description:
The patient was undergoing a coil embolization procedure to treat a coronary fistula in the left anterior descending artery (lad) using a pod coil, a lantern delivery microcatheter (lantern), a non-penumbra guide catheter (6f) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician accessed the lad with the guide catheter. Then, advanced a lantern over a guidewire into the coronary fistula. While advancing the pod coil through the lantern, the physician experienced resistance, and micro-adjustments were made forwards and backwards to the lantern. Then, the physician made two additional attempts to advance the pod coil through the lantern and subsequently, the pusher assembly of the pod coil bent. Therefore, the lantern and pod coil were removed. After the removal of the lantern and pod coil, the physician inspected the lantern and noticed that the mid-shaft of the lantern was kinked and twisted. The procedure was completed using another pod coil, a ruby coil, a new lantern, and the same guide catheter. There was no report of an adverse effect to the patient.